Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying liquid from the top right corner. Magnified inspection of the leak location identified an edge/ corner gouge where the top weld intersects the bag edge. The gouge appeared to be caused by an impact. Based on evaluation findings and the customer report that the leak was discovered at the end user site after the pharmacy quality control inspection, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the lower left corner of the bag. The leak was discovered during end user facility quality inspection. This report documents no patient involvement or adverse events. No additional information is available.